Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were supposed to have an MRI this morning, but they wouldn't let them do it. Patient said the reason was that they had an intrathecal pump placed right on top of the stimulator, so they couldn't charge stimulator to put into MRI mode. Agent asked, patient said they hadn't used the implant in over a year because it wasn't doing enough for them and they were like, why use it if it's not helping. Patient confirmed the issue started after the pump was implanted, and that the pump worked well for them, but the implant didn't quite do what they were looking for it to do. Agent tried to clarify event date; patient said it had been working, then was no longer doing enough for them - answer was vague. The patient was redirected to their healthcare provider to further address the issue. Pt then stated they cannot charge the implant so they cannot put scs device into MRI mode. Pt stated the scs device has been "dead" and they have not been using it since they think february of last year.